Event description:
The patient was admitted for a procedure on (B)(6) 2009. After passing the guidewire through the lesion, the lesion was pre-dilated. A 2.5 x 33mm cypher select plus stent was placed and subsequently inflated. However, the pressure could not be reached as there was a crack near the connector, with loss of contrast liquid. The stent was withdrawn and another stent was successfully implanted. There was no patient injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.